Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced 45 occurrences of a downstream occlusion set alarm, which interrupted delivery. These alarms may have been false alarms. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter. This condition was confirmed through a review of the event history. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was not identified due to a constant alarm preventing downstream occlusion testing. No further testing has been completed at this time and no repairs have been performed. If any additional information is received, a follow-up MDR will be sent.